Event description:
It was reported that charging port needed to be wiggled for charging to start, and no specific date or time of the event was provided. There was no reported impact to the customer¿s blood glucose level. Customer support attempted follow-up for troubleshooting but was unable to reach customer or leave a message, and no additional information was received regarding the outcome of the event.